Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic, high, out of range pacing impedance was observed. The patient was asymptomatic. The lead will continue to be monitored.